Event description:
It was reported by the patient that the patient did not have a stable heart rate and was tired. Clarification with the device clinic was attempted, however the clinic was not able to provide additional information. It was later reported by the patient that the heart rate was low and the patient was weak. The patient had the blood pressure checked by a general physician and it was low, however when the patient contacted the cardiologist, the physician said "there is nothing more I can do for you." And a device check in the clinic was not scheduled. Follow-up is again in progress to determine the cause of the lower heart rate. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that a remote monitoring transmission was received, the patient had no recorded events, and will be seen again for a routine follow-up in three months.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).